Event description:
Per the clinic, the patient experienced pain at the implant site with and without device use and frequent headaches due to a suspected infection.

Manufacturer narrative:
(B)(4). Implanted device remains.